Event description:
It was reported the user confused the maternal and fetal heart rates, which led to an interpretation the fetus was in better condition than it was. A fetal scalp electrode was applied, revealing the heart rates were likely misinterpreted. It was indicated there was harm to the patient; however, the details of the harm remain unknown. The customer requested education on how to prevent this issue in the future.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) reaching out to the customer who stated the device was reviewed by hospital engineering, revealing no abnormalities, and the device was returned to use. The customer requested education on how to prevent this issue in the future. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating the user confused the maternal and fetal heart rates, which led to an interpretation the fetus was in better condition than it was. A fetal scalp electrode was applied, revealing the heart rates were likely misinterpreted. It was indicated there was harm to the patient. Additional information indicated the baby was born via c-section with an umbilical arterial ph of 6.75, apgar scores of 3-4-4, and a heart rate of 40bpm. At 8 minutes of age, the patient was then intubated and therapeutic hypothermia was initiated due to perinatal asphyxia and signs of neurological impairment. Subsequent MRI of the brain revealed extensive ischemic changes involving the deep central structures of the cerebral cortex.